Event description:
It was reported that the pump exhibited a travel coarse error. The event occurred during preventive maintenance test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed travel coarse error. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was unknown. As a result, the clutch halves, lead screw, and spring were replaced as preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.